Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) blade was broken. The fragment fell into patient, and it was removed during the same procedure. The customer used a backup ha instrument to continue with the procedure. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the fragments were retrieved. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the alleged complaint: the harmonic ace instrument blade was broken off. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
Failure analysis found the primary failure of cracked blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.